Event description:
Information received indicates, when the trendelenburg lever is pulled; the head end of the bed will not lower.

Manufacturer narrative:
The technician found that the trend valve seat was stuck in the port. He replaced the trend valve to repair the bed.